Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the lid hinges. The cause of the instrument cover not remaining upright was a malfunction of the lid hinges. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of a dimension exl w/lm instrument contacted the siemens customer care center and stated the instrument lid would not stay in the upright position. The customer stated that the instrument lid had fallen and made contact with an operator's head while the operator was performing instrument maintenance. The operator sustained a mark on their head which did not break the skin. No medical intervention or treatment was required.